Event description:
The hcp reported the patient complained of tenderness and redness over the generator site and neck pain. The patient presented to the ER and was then brought to the operating room for explant. The hcp described both the generator site and the lead insertion site as grossly infected, oozing pus and exudate. The infective organism was unk. The patient was treated with intravenous antibiotics for probable bacterial meningitis. Additional information has been requested from the hcp, but was not available on the date of this report. See MFR report # 6000153200801124 and 3004209178200801122.

Manufacturer narrative:
.